Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in the occlusive cuff shell that was the result of sharp instrument damage consistent with explant damage. Based on the results of this investigation, no escalation is necessary

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with an artificial urinary sphincter (aus). A revision surgery was performed in which the cuff and balloon were replaced: however, neither of the components had a malfunction. The patient was reported to be good after the surgery. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with an artificial urinary sphincter (aus). A revision surgery was performed in which the cuff and balloon were replaced: however, neither of the components had a malfunction. The patient was reported to be good after the surgery. No more information available at the moment. Should additional information become available, it will be provided.